Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer reported that the patient¿s blood glucose was 299mg/dl when sensor glucose was 207mg/dl. Husband said that they messed up three sensors because all of them caused her to bleed quite a lot when the sensor was inserted. She was high for blood glucose (362mg/dl and 300mg/dl and then 51mg/dl). The current sensor glucose value was 207. The current blood glucose value was 297mg/dl. Blood glucose value used for calibration was 275mg/dl. The customer reported that there was lost signal, overnight and there was blood coming from the sensor onto her transmitter. They shut off the sensor, cleaned the transmitter and reinserted another sensor in her left trice. The insulin pump will not be returned for analysis.